Manufacturer narrative:
Additional information: b3, d10, h6, h10. Device evaluation: one smiths medical level 1 hotline low flow system was returned for analysis with misaligned tank cover gasket, worn and tear damaged cover, damaged front cover and line cord. During analysis, the reported issue was duplicated. It was noted that the gasket in the tank cover was seated improperly and was the cause of the reported issue. Service replaced the tank cover gasket to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had plastic glass leaks. No adverse patient effects were reported.